Event description:
On november 17, 2006 the lay user/patient contacted lifescan alleging that his one touch ultrasmart was reading erratically. The medical affairs specialist (mas) spoke with the patient on november 27, 2006 to obtain/verify the following information. Around midnight the patient woke up feeling "low on sugar" and disoriented and got a "420 mg/dl" on his meter. He trusted the meter reading because he could feel "low" with high blood glucose levels so he took 18 units of humalog insulin in hopes to get a blood glucose level of 100 mg/dl. The patient stated that he takes 1 unit of humalog to adjust for every 25 mg/dl. About 15 minutes later, he retested at "42 mg/dl" on his meter while feeling the "same" and administered self-care with 2 glucose tablets and honey. About an hour later, he retested on his meter and got "76 mg/dl" and felt "much better." The patient reported seeking no further medical attention after administering self-care. The customer care advocate verified that the meter was set up correctly, an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. This complaint is being reported, because the patient took insulin based on his meter reading while feeling "low on sugar" and within 15 minutes later, he ended up getting a "42 mg/dl" meter reading, which indicates a serious injury. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.